Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of over 300 mg/dl. The user addressed bg level with a correction bolus. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the tubing. Reportedly, the cartridge was reused and was not changed every 48 hours. A follow up with the user on (B)(6) 2017 confirmed the user's bg level lowered after changing the site.